Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and clamp function test performed with no issues noted. The device met product specifications related to the reported problem. Therefore, the reported issue could not be confirmed and the cause was not identified. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was about a five millimeter space between the transfer set and the uv twin bag when they connected them. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.